Event description:
It was reported that during preparation of a vision 3.0x15mm stent delivery system (sds), the hub detached during removal of the device from the protective plastic coil dispenser. There was no resistance, physical manipulation or force used during removal of the device from the dispenser coil. There was no patient involvement or clinically significant delay in the procedure. The procedure was completed using another vision 3.0x15mm sds. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis indicated that the hub had separated from the shaft of the stent delivery system (sds) at the distal end of the nosepiece. The proximal end of the nosepiece remained intact to the hub. There was no other damage noted to the sds. The dispenser coil was not returned. A review of the lot history record for the reported lot revealed no nonconforming material records, indicating all lot release testing met acceptance specifications. All stent delivery systems are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. A query of the complaint-handling database was performed and no other incidents have been reported for hub detachment for this lot. Based on this analysis, the cause of the aforementioned hub detachment cannot be conclusively determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.